Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy the tip of the 512s cannula broke off when it was inserted into the abdomen. The case was completed by opening another trocar. There was no pt consequence. There is no other info at this time. 10/08/97 the rep reports when the tip of the cannula was inserted a tiny piece snapped off. There is no other info available.

Manufacturer narrative:
Device returned with no lot and batch identification. The product complaint analysis team has completed its investigation of the device which was returned to us. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results desufflation lever condition; conforming, inner gasket condition; conforming, outer gasket condiiton; conforming, sleeve condition; nonconforming, stopcock condition; conforming, trocar condition; nonconforming. Functional tests & results flapper door functional; conforming. Analysis concusion: based upon the inquiry info received and the visual examination, the reported "tip of the 512s canula broke off" was confirmed. The sleeve was received with the distal tip broken in two places at the distal tip. A very small piece of this breakage was not received with the device. No conclusion could be reached as to how this damage had occurred.